Event description:
Too much fluid in the joint and caused the leg to expand and travel to the upper leg. Patient was kept overnight due to swelling in the groin area. Patient released next morning and is recovering as normal.

Manufacturer narrative:
(B)(4)